Event description:
Reporter states, the patient presented with right knee pain. During surgical revison, the surgeon noticed that the femoral component was loose. Femoral component explanted and revised.

Manufacturer narrative:
Summary of evaluation: the femoral component cannot be evauated for the reported loosening. The component has not been returned for evaluation, but rather discarded at the hospital.